Event description:
Catheter was inserted prior to surgical bladder procedure, diverticulum removal. Once bladder was opened by removal of the diverticulum. Catheter tip was identified as missing. FDA safety report ID# (B)(4).